Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that a patient's blood glucose levels (bg) reached 324 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. The exposed portion of soft cannula of the received pod was found to be kinked. It could not be determined when this damage to soft cannula occurred.